Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump was not infusing during delivery. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, the reported problem 'pump not infusing' was reproduced as an under infusion. Evaluation had the flowline run a flow test and the device under infused. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be an pressure travel plate being out of adjustment. The pressure travel plate requires adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.